Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, ¿stromal fibrosis with the presence of scant lymphocyte inflammatory infiltrate¿, and "small nodular image of 4mm in upper internal quadrant". Device has been explanted and replaced with another manufacturer's device. Total capsulectomy was performed.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ lump/nodule: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, ¿stromal fibrosis with the presence of scant lymphocyte inflammatory infiltrate¿, and "small nodular image of 4mm in upper internal quadrant". Device has been explanted and replaced with another manufacturer's device. Total capsulectomy was performed.